Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: g2 email is: (B)(4). One device was received. Per visual inspection, the device was bowing on the left side of the manometer and the screw cover bung was punctured. Per functional testing, a leak was verified when air was applied to the device from the input block. The complaint was confirmed. The root cause was the input block. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced input block assembly, installed MRI battery, sintered filters and o-rings. Re-shaped front panel and cleaned dirty valve diaphragm. Adjusted relief alarm pressure control, peak inspiratory control, "tins and texp" controls to tolerance. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The customer responded the information requested was not available.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator unit was leaking. Patient involvement in unknown.